Event description:
Customer reported that her calibrations were not being accepted and that she received a lost sensor error. The blood glucose reading was 112 mg/dl. Customer also reported that she had a difficult time reading the screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.